Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was asleep and did not hear the alerts on the insulin pump. The cgm reading was 400 mg/dl so the insulin pump was delivering additional insulin based on the cgm readings. The patients pump kept alarming but the patient did not wake up. The patient´s son tried to wake her up but the patient was unresponsive, he called the paramedic and the patient was taken to the emergency room. At the hospital the cgm reading was still 400 mg/dl and the blood glucose reading was 36 mg/dl. The patient was diagnosed at the emergency room with hypoglycemia and was treated with dextrose 50 - 25 grams (IV). The patient recovered after treatment. There diagnostic procedures that were performed was vital signs, EKG (electrocardiogram), blood works and cbc (complete blood count) and the results were all normal. At the time of the report, the patient was feeling better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.